Event description:
Additional information was received. Regarding cause of the zapping sensation, no conclusive reasoning, however, the rep saw the patient in clinic on (B)(6) and completed some troubleshooting recommended by tech services and made some changes. They have touched based with the clinical nurse specialist on (B)(6) 2026 to see how the patient is going and she has reported the patient "is doing okay". The changes made on (B)(6) include the following: set a new program similar to one the patient uses most of the time and decrease the neuro-sense maximum and minimum ranges, and at a lower intensity, and set a new program with the same electrodes and different parameters. They turned closed-loop on and set the intensity to 45-50% of sub-perception. This issue was reported as a single shocking/zapping sensation in a resting position or without a distinct aggressor, taking place at random times such as sitting. This first occurred on (B)(6) 2026. The physician and cns were present at the review and cns was present for the reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no additional zapping has been reported and no further changes will be made for the time being.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient experienced zapping sensations every now and then. The representative was planning to see the patient and they were inquiring regarding troubleshooting the issue. Tech services reviewed troubleshooting information. It was noted that nothing in particular happened prior to when the zapping sensation started; the patient was doing regular daily activities such as sitting and showering. The patient only felt the zapping sensation when stimulation was on, and they did not feel the zapping sensation when the system was palpated. The representative reported that an impedance check showed all impedances were within the normal range, but it was noted that this was tested in the upright position. The representative set a new program for the patient, similar to one the patient used most of the time. They decreased the neurosense maximum and minimum ranges, and set it at a lower intensity. The representative set a new program with the same electrodes and different parameters, they turned closed loop on, and they set the intensity to 45-50% of sub-perception.

Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.